Event description:
It was reported that during the procedure for treatment of a perforation in the distal left anterior descending artery, a 3.0x19 otw graftmaster stent delivery system (sds) was advanced but could not cross due to a chronic total occlusion and was removed from the anatomy without deployment of the stent. Ease of handling was reported as poor due to the bulk of the device. A 3.0x12 otw graftmaster sds was advanced but could not cross due to the chronic total occlusion and bulk of the device. The stent dislodged and embolized in the proximal segment of the vessel. The stent system balloon was re-inserted into the stent and the stent was deployed in the proximal lad. The perforation ultimately sealed spontaneously. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster 3.0 x 12 mm referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.